Manufacturer narrative:
(B)(4). Improperly disconnecting from the homechoice device during drain is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on the homechoice device during drain four of four in peritoneal dialysis. During troubleshooting, it was reported that the patient had disconnected without using proper procedures and then reconnected after the alarm had occurred. The technical service representative had the home patient cycle the power and explained the alarm. The home patient was to finish therapy manually. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.